Manufacturer narrative:
Physical device was not received for analysis. Cloud data for the period of 01jan2026-01apr2026 was reviewing. Patient history buffer data indicated that, during this time, the user input basal rate was set to a continuous 30u/hour. Inspection of the data indicated that while operating in automated mode, the algorithm appropriately adapted insulin delivery rates in response to changes in estimated glucose values. Data indicates that the user was able to manually suspend insulin multiple times; the pulses delivered count did not increase during these timeframes, indicating that the pods were not delivering insulin. The system generated an automated delivery restriction alert at 11:36 on 30mar2026 after delivering insulin at a maximum rate for an extended period of time. The system was switched to manual mode as this alert was acknowledged. The device remained in manual mode for approximately 3 hours, during which time the safe basal rate was delivered. Once the system transitioned back into automated mode, the algorithm continued to adapt insulin delivery rates as intended. No issues were found that would result in the system malfunctioning and over-delivering insulin. It could not be determined if the 30u/hour basal rate was intentionally set by the user. As such, it could not be determined if an issue with the system had occurred and adjusted insulin delivery settings within the application. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone18.2 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported that his phone had an ios update (not an omnipod app update), which he says resulted in inaccurate numbers being entered into the omnipod app (basal of 30 units/hr), leading to alarm and severe hypoglycemia. Specific blood glucose values were not reported. Details regarding treatment, for the hypoglycemia were not reported. Additional information is being solicited, a supplemental report will be submitted if received.